Manufacturer narrative:
Concomitant medical products: 700fc31 heart band, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to oversensing and variation in lead impedance. Reprogramming was performed. A few weeks later another alert was triggered for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation had a depression breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance rose before becoming high. The lead was explanted and replaced.